Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1qq drt-d, implanted: (B)(6) 2019 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture and pauses noted on a telemetry strip. Follow up concluded this was due to variable right ventricular (rv) lead thresholds, the rv lead output was possibly below the threshold, and the device feature that monitors the pacing amplitude threshold and adjusts rv lead outputs. The device was reprogrammed and explanted and replaced. The rv lead was reprogrammed, revised, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for seizure like activity and long period of pauses was observed on the telemetry. The long period of pauses and loss of capture was due to the device feature that monitors the pacing amplitude threshold and adjusts rv lead outputs. It was noted that there was a possible micro dislodgement due to the varying threshold. During the rv lead revision it was noted the rv lead had adhered to a previously implanted lead. There was also a left subclavian occlusion noted. The patient will be scheduled for a lead extraction. It was also noted that the physician elected to replace the cardiac resynchronization therapy defibrillator (crt-d) because they felt there should have been rv safety pacing when loss of capture occurs.